Event description:
It was reported that a malfunction occurred involving a malfunction code 16-0x20e6 with a pump in slovakia. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the pump needed to be replaced and received a replacement pump to ensure continuity of insulin delivery.